Event description:
A 500cc bag started at 250cc volume to be infused at 125cc/h. Two hours after infusion started, 500cc bag empty-pump reading 207cc infused at 125cc/h with 43cc left to be infused. MFR#: 2183502-2004-00029